Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went through the fill tubing step while disconnected from the pump, and received a minimum fill message. Reportedly, the cartridge was filled with 130 units of insulin. The customer's blood glucose level was 120 mg/dl. The customer was able to add 100 units to the existing cartridge and completed the load process successfully.